Event description:
Procedure: hernia. According to the reporter: this patient was part of a clinical study: (B)(4) 2004. The patient experienced a seroma on (B)(6) 2013. No action was taken. According to the principal investigator, there is a possible relationship to the device.

Manufacturer narrative:
(B)(4).